Event description:
It was reported that during a lap cholecystectomy procedure, the staples were not staying in the stapler. They were falling out before being clamped on anything. The surgeon removed the loose staples from the pt. A new device was was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.